Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) is showing communication loss for monitored device(s). No patient harm was reported. (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: concomitant medical device: the following device(s) were used in conjunction with the cns: telemeters: model #: gz-130pa, serial #: (B)(4), device manufacturer data: 02/17/2021, unique identifier (UDI) #: (B)(4). Model #: gz-130pa, serial #: (B)(4), device manufacturer data: 04/02/2021, unique identifier (UDI) #: (B)(4).

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) is showing communication loss for monitored device(s). No patient harm was reported.